Event description:
The physician was treating a lesion in the patient's proximal rca. Artery was severely calcified and tortuous. The lesion was pre-dilated with both a firestar 2.0 x 10mm and maverick 2.25 x 12 mm balloon. The physician tried to pass a cypher 2.25 x 18mm stent over the lesion. Due to the nature of the calcified and tortuous artery, the stent could not cross the lesion for more than 30 minutes. The physician decided to try another stent taxus 2.25 x 16mm. During the process of trying to deliver the new stent to the lesion, the guider and wire 'kicked out' from the rca. He felt that there was something wrong with the guiding catheter, and removed it for inspection. He cut the tip open and found that the guider had fractured internally. He commented that this was possibly due to the many long attempts to pass the cypher stent earlier. A new 6fr al .075 guider was used to treat the lesion successfully. The product will be returned. The product was prepped normally with saline flush according to IFU.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.